Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During priming of the device for a cardiopulmonary bypass procedure, the user reported that the level sensor alerted while there were still 3 liters of volume in the reservoir. The user regelled and placed a new level sensing pad on the reservoir. The user reported that the same false positive alarm occurred during the open heart procedure. The perfusionist disconnected the level sensor for the remainder of the procedure. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a pt as a result of this event.